Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was found to have no issues related to the reported complaint. Further evaluation of the endoscope found it had a crack at the distal window located at the distal tip. In addition, the endoscope integrated connector was visually inspected and found a pca board was missing electrical contacts. The probable root cause of the customer reported complaint is not determinable as the issue was neither confirmed nor reproduced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope plus rotated by itself. The customer noted that the endoscope would go 30-up and 30-down by itself. The procedure was completed with no reported injury.